Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that sensor wire was not present under the patch. Patient was not able to locate any portion of the sensor wire. No additional event or patient information is available.